Event description:
The facility reported smoke coming from an infusion pump. It is unknown when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported to the device. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.